Event description:
It was reported the left ventricular (lv) lead had been chronically dislodged since implant. The lv lead was capped. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular defibrillator, (B)(6) 2010; 407645, lead, (B)(6) 2010. (B)(4).